Event description:
Multiple usage problems were experienced with five (5), 5.0 ped, pediatric tracheostomy tubes. The reported device problems involved cannula curvature differences, illegible device markings and difficulities with obturator insertion and withdrawal. Homecare nurses and parent report that these conditions were initially detected after the devices were in use approximately two (2) weeks. It was also reported that even after identifying the reported problems, the devices remained in use for approximately three (3) to five (5) months. Several of the reported 5.0 ped devices were still being used as a back-up device. Multiple devices are used, cleaned and reused once a week. It was also reported that the pt frequently decannulates the device which often requires device reinsertion or unscheduled device replacement change-outs.